Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission, that post-paced t-wave oversensing was observed on the ventricular channel. The patient was asymptomatic and did not receive inappropriate therapy during the oversensing. Programming changes were made. Patient is in good condition.